Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is missing segments. Analysis also found the upper and lower cases are broke and contaminated. Battery release and battery drawer are contaminated. Side bail covers are broken, lead flex cover is corroded, and the battery contacts are compressed. (B)(4).